Event description:
Caller reported a discrepancy in pump time settings, with the displayed time differing from the actual time by more than five minutes. There was no adverse impact to the customer¿s blood glucose levels, as readings were not reported above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the discrepancy reoccurs, which the caller understood and acknowledged.